Event description:
Additional information was received that during the implant, an access site hemorrhage occurred. Subsequently, transfusion and a procedure for hemostasis were required. The patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the hemorrhage were unknown. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Additional codes: annex f annex g. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the right leg was used as the access site for the delivery catheter system (dcs) and the minimum diameter of the access vessel was 6.8mm. During insertion, right leg access site hemorrhage (ash) was noted. Per the physician, the cause of the ash was due to poor incision and the thickness of the 18fr in-line sheath. According to the physician, there was a possibility that the dcs contributed to the ash. It was noted that a calcified lesion in the patient¿s anatomy also contributed to the ash. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed under the physician¿s discretion. A post-implant bav was performed using a 23 millimeter (mm) non-medtronic (z-med) balloon. Per the physician, the case was a dialysis patient, so the stiffening of the valve leaflets was more advanced than expected, and the blood vessels were frail. After the valve was implanted, the hypotension did not resolve until the patient was surgically repaired. The dissection occurred during insertion due to excessive force placed on the delivery catheter system (dcs). Per the physician, the dcs caused/contributed to the dissection. The patient was discharged from the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-34; product type: 0195-heart valves; h6. The codes present in section h6 correspond to multiple components / products that comprise this reported event. Section d references the main component of the system. Other medical products in use during the event include: brand name vlv evolutfx-34; product ID: evolutfx-34; serial number: (B)(6); use by date: 2025-05-29 UDI: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient had poor cardiac function and cerebrovascular disease. It was noted that a pre-implant balloon aortic valvuloplasty (bav) was not performed due to a low amount of calcification on the native valve leaflets. Additionally, it was reported that there was a high possibility that the 34-millimeter (mm) valve was large compared to the 82.8 mm perimeter of the patient¿s native annulus, and no misload was observed during loading. During deployment of the valve, an infold was observed. The implant of the valve was completed without any problems and the delivery catheter system (dcs) was withdrawn. A post-implant bav was performed. During inflation, the patient became hypotensive for approximately 3 minutes. Subsequently, a dissection was confirmed via digital subtraction angiography (dsa) of the left external iliac artery (eia). It was noted that the blood vessel diameter was 7 mm. A surgical cut down and repair was performed due to the vascular damage. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the left femoral artery dissection was repaired with a surgical cutdown and a bovine heart pericardial patch.